Event description:
It was reported that the patient experienced hyperglycemia symptoms like dizziness, sweating, vomiting and high body temperature and was taken to the hospital by his parents. After admission to the hospital, the patient fell into a coma. The patient received carb injections, insulin injections and prostomol as treatment. Within 15 minutes, the following results were received: 133 mg/dl (user´s meter), 399 mg/dl (professional´s meter) and 402 mg/dl (lab result). The patient was released on (B)(6) 2025.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.